Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the user had worn ECG cables that required replacement. There was no report of patient or user impact. Available details indicate that the ECG cables were damaged and require replacement. Details provided in an update from the source case indicate that the customer was sent replacement parts. The device will be validated by the customer. The device remains at the customer site. Based on the information available, the cause of the reported problem was damage to the ECG cables. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with replacement ECG cables to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.